Event description:
(B)(4). Periods became extremely heavy with large clots. Abdominal cramps, back pain, joint pain, abdominal bloating, rapid weight gain 25 lbs, brain fog, inability to concentrate, exhausted all the time, yeast infections from frequent spotting. Dr performed a d and c in (B)(6) 2014 and an ablation novasure (B)(6) 2014. None of which helped me.